Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemicolectomy, at the end (closure) of the surgery, the device was stuck in trocar. After several attempts, the surgeon was able to retrieve the device and the case was completed. There was no patient injury.